Event description:
The following article was received for review. Vagal nerve stimulation for refractory epilepsy: the surgical procedure and complications in 100 implantations by a single medical center - by gilad horowitz, moran amit, itzhak fried, miri y. Neufeld, liad sharf, uri kramer, and dan m. Fliss. The article discusses the implantation and outcomes of 100 vns patients. Information reports that a vns patient had their generator explanted for infection. The patient had medical treatment following the discovery of their infection, but did not resolve with conservative measures. Attempts for further information have been made and no further information attained.

Manufacturer narrative:
The following article was received for review. Vagal nerve stimulation for refractory epilepsy: the surgical procedure and complications in 100 implantations by a single medical center - by gilad horowitz, moran amit, itzhak fried, miri y. Neufeld, liad sharf, uri kramer, and dan m. Fliss.

Event description:
The patient was identified as patient #4. The patient was (B)(6) at the time of the reported event. The duration of implant was less than one year. No lab cultures were taken prior to explant. The patient was treated with antibiotic amoxicillan plus clavulanic acid.

Manufacturer narrative:
Omitted information on initial MDR.